Event description:
The customer reported the heating pad caused significant burns to his wife's arm and elbow. He stated she was laying on the heating pad at the time of the incident, using the heating pad in this manner is contrary to proper use instructions.